Manufacturer narrative:
Date sent: 06/06/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an anastomosis on a colostomy, the distal tip/anvil broke off inside of the bowel. They removed the tip and used another device to complete the procedure. There was no patient consequence.